Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) units catheter was restricted, machine was replaced afterwards. There was no personal injury reported.

Manufacturer narrative:
A getinge field service (fse) evaluated the unit, but was unable to reproduce the reported malfunction. On-site testing showed an automatic inflation failure. After reinstalling the safety disk and adding sealant at both ends, the test was normal. All functions and safety checks have met factory specifications. The iabp was returned to clinical use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.